Event description:
It was reported that urine outflow was not observed after insertion of the catheter into the patient. When another catheter was placed, the urine flow was observed.

Manufacturer narrative:
The reported event was unconfirmed since the problem could not be reproduced. Only catheter was received in opened package. Sample has been evaluated and observed the exterior of the sample and did not find any evidence of a failure that would support the reported event. Evaluation found no blockage observed in drainage lumen as water was able to be introduced through the drainage funnel and came out from drainage eye without difficulty. Flow rate test was performed on the returned catheter and found to be passed. Therefore, the reported event was unconfirmed. A potential root cause for this failure mode could be,manufacturing related due to operator error/user related/mishandling product/poor burning. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "[warnings] 1. Method for use (1) do not inflate the balloon in the urethra. [The urethra may be injured.] (2) do not pull the catheter hard. [The bladder/urethra may be injured.] 2. Applicable patients patients with delirium who might pull out catheter [when patient tugs at catheter unconsciously, the bladder and urethra may be damaged.] [Contraindications] 1. Method for use: (1) do not reuse. (2) do not resterilize. (3) this device contains 10% povidone-iodine. For patients with past history of allergic hypersensitivity to povidone-iodine or iodine, consider using alternative disinfectants. (4) be careful that the catheter is not exposed to ointments, contrast medium or oil-based lubricants (including vegetable oils such as olive oil, mineral oils such as white petrolatum and animal oils). [They may damage the device and may burst balloon.] (5) do not hold the device with forceps, etc. Avoid contact with any blades or sharp-edged instruments. [Catheter damage may cause balloon rupture and accidental balloon removal or failure to deflate or remove the balloon.] 2. Applicable patients (1) patients who are or have been allergic to natural rubber latex (2) patients with known allergy to silver coated catheter 1. Method of use the device is intended for single use only and is not reusable. (6) insert catheter into the urethral meatus, and advance it until the balloon enters the bladder and urine flows out through the catheter. Using a syringe packaged in the tray, infuse the specified volume of sterile water into the inflation lumen to inflate the balloon." H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that urine outflow was not observed after insertion of the catheter into the patient. When another catheter was placed, the urine flow was observed.